Event description:
A user facility reported to olympus the evis exera iii bronchovideoscope failed the air/water leak test during reprocessing. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.during inspection of the customer returned device, the distal end of the device was found missing. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the air/water leak failure. Additionally, the black covering of the bending section was cut, detached and missing. Also, the light guide lens and objective lens was broken and missing. There was no image due to the missing and broken lenses. There were scratches on the insertion tube and the label on handle grip was peeling. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not confirm any reported device problem as the subject device was not returned to olympus. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 31-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.